Event description:
The device was returned for multiple errors received during an unknown adrenal gland procedure. The device was replaced by another for which also multiple errors were received. There were no broken fragments reported and none fell in the patient. The procedure was completed with a 30 minute delay by a non-olympus device. There was no clinical impact to the patient or procedure by the delay. There is no harm or adverse impact to the patient. Physician reported the failures made the working conditions difficult. Upon evaluation of the returned device, it was noted that the teflon pad is intensely worn and peeled. A part of the teflon pad is missing at the tip. This medwatch is being submitted for the reportable issue of the teflon pad is peeled with a missing piece noted during device evaluation.

Manufacturer narrative:
There are two associated failed devices involved in this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. The device history record review confirmed that the device lot had no anomaly in inspection. Upon inspection and testing, it was noted that the teflon pad is intensely worn and peeled. A part of the teflon pad is missing at the tip. In addition, there was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. The exact cause of the event cannot be exclusively identified. However based on the device evaluation and the past investigation results, it is likely the error and peeling of the tissue pad occurred by the following scenario: seal & cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. It has been confirmed that the probe coating peels off if the device was handled as below. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Supplemental report(s) will be submitted when any relevant new information is available.